Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bd syringe 10ml ll eurographics has visible droplets (silicone, water, etc.). The following information was provided by the initial reporter: ward27 have noticed more 50ml syringes with the gel on the plunger and they have concerns regarding if these are safe to use. Additional information provided: the residue was on the black aspect of the plunger. This residue created condensation within the syringe on opening. See photos of the issue for both the 50ml and the 10ml syringes. The condensation was difficult to capture, but the residue is clear to see which I consider to be the cause of the condensation.